Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
On september 1, 2022 the customer reported a critical device error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: tiny pieces chipped off from the left belt clip rail, cracked middle (enter) keypad button. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests: it failed self test. No unexpected critical device errors (open book image) were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. Attempt to download/upload using crest/thus was successful. The adapt tool lists the following device errors which could possibly trigger a critical device error/open book: device error 24 occurred on september 9, 2022 @ 19:04:00. The case was cut open. After visual inspection, there is corrosion in/around the following: bottom of the battery compartment, battery board; electrical board. In summary, the customer¿s report of a critical device error was not confirmed during testing. The broken vibrator is due to the moisture damage on the battery board where the vibrator is located. The device error 24 is due to the moisture damage on both the battery board and the electrical board connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was retuned for analysis.